Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to abdomen, flanks & inner thighs developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to abdomen, flanks & inner thighs developed paradoxical hyperplasia (pah/ph).

Event description:
Previous emdr submission noted paradoxical adipose hyperplasia (ph). Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see emdr-(B)(4) as the operating record related to this complaint.

Manufacturer narrative:
It has been identified that this record, mrn 3007215625-2022-00457, is a duplicate of mrn 3007215625-2022-00402. Please see mrn 3007215625-2022-00402 for reportable events.